Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the bands failed to fire while attempting deployment. Reportedly, after the seventh attempt to release the bands, the suture detached from the ligator head. The case was completed with another speedband superview super 7 multiple band ligator. Prior to use, no damage was noted to the device or its packaging. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal variceal banding procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the bands failed to fire while attempting deployment. Reportedly, after the seventh attempt to release the bands, the suture detached from the ligator head. The case was completed with another speedband superview super 7 multiple band ligator. Prior to use, no damage was noted to the device or its packaging. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The evaluation revealed that all 7 bands were present and one of the ligator teeth was visibly damaged. Additionally, the suture loop was intact and attached to the trip wire loop however; the suture had been removed from the ligator head. The tripwire was not wound on handle spool as expected. Further analysis of the handle slot revealed that the tripwire was not cinched (secured) in the handle assembly slot and there was no visible evidence to suggest that it was cinched during use. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation revealed that seven bands were present on the ligator head, the suture had been removed and one of the ligator teeth was damaged. Additionally, the tripwire was not wound around the handle spool and was not cinched (secured) in the handle assembly slot. Furthermore ,there was no visible evidence to suggest that this step was ever performed. The speedband superview super 7 multiple band ligator directions for use (dfu) notes within the initial setup section ¿to pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs.¿ the dfu then instructs the user to ¿secure trip wire in slot on handle unit.¿ failure to cinch the tripwire could potentially impact band deployment by allowing slack to build up in the tripwire, which ultimately would have a negative impact on band deployment activities. Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.